Event description:
Chiron keratome was used to perform a corneal flap. The flap did not heal and in fact melted causing a central scar requiring a corneal transplant on 9/20/94. MFR denies this could ever happen.